Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that when she went to check her bolus history, her down key was scrolling endlessly. Customer stated that the esc and the act keys stopped responding. Customer changed the battery but the issue was recurring. Customer's blood glucose was 109 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.